Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. The foot of the device did not close completely and there was difficulty removing the device from the patient anatomy. Surgical cut down was required to remove the device and surgical suturing was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. Difficulty retracting the foot could not be tested/confirmed due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned device found that "the guide was separated at the distal end of the guide tube. A portion of the guide was separated and not returned". It was confirmed with the account that the guide separation occurred during the cut down surgery and the separated portion was discarded. No additional information was provided.